Manufacturer narrative:
H10: internal complaint reference: (B)(4). H2: additional information in b1 (adverse event). H3, h6: the reported device was received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection revealed the device was returned outside of original packaging. The anchors have been detached from the needle. The suture has been mostly pulled from the depth tube, but still attached. The suture has been tightened down and debris on the suture. The actuator and actuator tip are in the t1 post deployment position. No physical damage visible to the device. There was a relationship found between the device and the reported event. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of excessive force or contact with another source. No containment or corrective actions are recommended at this time. Correction in h6 (health effect - impact code).

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a meniscal repair procedure using the fast fix suture system, both implants deployed at the same time. Both ts were removed using an arthroscopic grasper. The procedure was completed without delay using a smith and nephew back-up device. No further complications were reported.